Event description:
Reportedly, the instrument transected tissue up to the 15mm cut mark without placing staples. However, the remaining linear length of the sulu properly transected and placed properly formed staples on the tissue. The surgeon then decided to use another instrument to complete the anastomosis and remove the unstapled portion of lung tissue to complete the case without further incident.